Event description:
Status post veptr distraction patient went to follow up visit and the surgeon noted the right ti s-hook was broken. Surgeon removed the hook and replaced with another s-hook.

Manufacturer narrative:
Additional information has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.